Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 20g needles were found mixed into the box of 30g bd microlance¿ 3 needles, but were not noticed until one had been used on a patient. The following information was provided by the initial reporter: "we have recently found 2 x 20g yellow needles within a box of 30g yellow intravitreal needles. One of these needles was not identified as being an incorrect size until in use on a patient."

Manufacturer narrative:
To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality team. Through examination of the pictures, a non-bd needle product was pictured alongside a bd microlance needle. Considering that this is not a bd product, it is impossible for this issue to have resulted from a bd manufacturing related cause. We can confirm that this mix up did not occur at the bd microlance manufacturer. This is the first report received for the issue of mixed product on material 304000 and batch 230304.

Event description:
No additional information.